Event description:
Additional information receive: no patient involved.

Manufacturer narrative:
One medfusion pump was received with the top case cracked on the corners. The event history log was reviewed and there was a supercap post error. The power up process was conducted the super cap post error occurred at power up. The issue was caused by the black low profile supercap on the main board which did not operate as intended. The cause of the issue was unable to be determined since no damage was found on the main board. The main board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.